Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did confirm the embolic protection filter was difficult to remove. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances. Based on the available information reviewed and the device analysis, there is no evidence to suggest that a product deficiency is suspected. It should be noted that the emboshield nav6 embolic protection system instructions for use (IFU) states: only the barewire filter delivery wires are intended for use with the emboshield nav6 system. Additionally, it was noted the nav6 was used in the femoral artery. The indications for use section of the IFU states: the system is indicated for use during percutaneous transluminal angioplasty and stenting procedures in saphenous vein grafts and carotid arteries.

Event description:
It was reported that during the procedure to treat a lesion in the heavily calcified right common femoral artery, initial vascular access was attempted through the left groin. However, no guide wire would cross the lesion. Left brachial access was then achieved, and an emboshield nav 6 embolic protection device was back loaded onto a non-abbott burr device wire and advanced to an appropriate landing zone in the right common femoral artery. The filter was deployed and the burring procedure was completed. The filter then contained a significant amount of debris, and during attempted removal was not able to be pulled completely into the retrieval catheter. As the retrieval catheter was being retracted into the left brachial artery, the guide wire pulled completely out, dislodging the filter element from the retrieval catheter and leaving the filter element inside the 6 f sheath. An attempt to rewire the filter element with a 014 guide wire was unsuccessful, and the 6 f sheath was inadvertently pulled proximally, leaving the filter element in the left brachial artery. A vascular snare device was then used successfully to snare the filter and pull it up against the distal tip of the sheath, at which time the filter, inside the snare device was removed with the sheath as a single unit. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Use in incorrect anatomy; use of incorrect guidewire per instructions for use. A 0.038 terumo guidewire, cook 6 fr. Shuttle sheath, csi viper burr device. The device was received. Investigation is not yet complete. A review of the lot history record and similar complaint query will be conducted. A supplemental medwatch will be filed with all additional relevant information.